Event description:
Four occurrences of the "needle disconnecting from the winged hub" were reported from the user facility. In two cases, the pts lost an unknown quantity of blood. One pt was sent to ICU, with "septicemia".